Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband super 7 device was used in the distal esophagus during an esophageal variceal ligation (evl) banding procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the handle felt very tight when it was rotated and the bands could not be deployed. The procedure was completed with another speedband superview super 7 device. Additionally, there was no difficulty in setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.